Manufacturer narrative:
Field service engineer reports fse checked the cables, connectors and switches. They were fine. Tested the injector per service manual (CT 9000 adv injector service manual, p/n 800961, section 6.) And it passed. Verified proper operation. Cleaned the injector. Fse could not get injector to fail in operation. Injector system return to full service to the customer.

Event description:
Customer states while doing a CT scan of the abdomen/pelvis with contrast on a male to rule out lower left quadrant mass. Optiray 320 125 ml prefill syringe was loaded into the injector. Injection protocol, 2.0 ml per sec for volume of 100ml. Contrast was injected through a 22 ga quickcath access device in the left ac faucet. No contrast was seen in abdomen/pelvis area. Customer believe contrast was in arm but could not see any swelling and the patient said his arm only hurt a little bit, but was sensitive to touch around the area of venous access. A warm heat pack with compression was used to treat the area for twenty minutes. Customer states that the ER had a difficult time starting the IV in the emergency room with the vein blowing. The vein did not flash back well in the CT room but they did not have problems flushing IV quickcath. After the extravasation event, they tried using the other arm but could not get venous access due to the blowing of veins, so the patient was return to the emergency room and discharged with no further adverse event.